Event description:
It was reported that this right atrial (ra) lead was attempted to be positioned into the atrial appendage. However, the lead parameters were not acceptable and the physician wanted to reposition the lead. The helix was not able to be retracted despite repeated attempts and the lead body was rotated to remove the lead from the patient. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was discarded at the hospital due to the patient's infections disease.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.